Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of over 700 mg/dl or 715 mg/dl. The customer's current blood glucose was 364 mg/dl. The customer experienced symptoms such as nausea, other muscle ache, headache and chest pain. The customer was treated with insulin pump, manual injection, insulin pen, insulin infusion drip. Troubleshooting was done for high blood glucose and under delivery. Customer did not use auto mode feature active insulin delivery at time of high blood glucose. The insulin pump will be returned for analysis.